Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor reported receiving a system message indicating values are not available during an aberrometer assisted cataract procedure. Doctor selected a status post myopic lasik value and he reported the patient outcome was hyperopic after going with the aberrometer recommended lens.

Manufacturer narrative:
Per the analysis evaluation, there were three successful captures, however the images showed poor fixation, poor tear film, and compromised fringe patterns. In using the wrong refractive state, along with the poor quality of the captures could have impacted the intraocular lens (iol) suggestion. The surgeon pre-operative choice for the patient would have been more hyperopic. The reported event was unable to be confirmed, however, contributory factors identified by the company clinical application specialist (cas) indicated various patient/surgical conditions that were not controlled properly to provide optimal readings by the system. No further related issues have been reported by the customer for this aberrometer. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).